Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 13-1033-149. The customer needed to re flash the 8100 and do a complete pm. Walked the customer through the flashing process, customer didn't know that the poc files needed to be set up. I explain to the customer that the poc files needed to be on the desktop so we can browse to the folder where the files are. Walked the customer through the process of putting the files on the desktop, so the customer is able to flash the 8100 to correct the error code. The customer said thank you and ended the call.